Event description:
The customer's mother reported her son's blood glucose reached between 19 mmol/l (342 mg/dl) to "high" (>27.8 mmol/l) (>500 mg/dl) less than 3 hours after the pod was activated. Upon further inspection she noticed the cannula was not properly inserted into the infusion site. She also stated the pink slide insert was noted in the window.

Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia.